Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic, pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy(full),salpingectomy (bilateral)). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, dyspareunia, heavy menstrual bleeding, nausea and pelvic pain to be related to essure administration. The reporter commented: she received treatment for pain: pelvic pain, abdominal pain, dyspareunia, menorrhagia nausea. Diagnostic results (normal ranges are provided in parenthesis if available): [imaging procedure] on (B)(6) 2014: essure confirmation test(unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-jul-2022: medical record received. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pain: pelvic pain, abdominal pain, dyspareunia, menorrhagia nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet received. Event injury nos was replaced with the events: pelvic pain, abdominal pain, dyspareunia(painful sexual intercourse), menorrhagia(heavy menstrual bleeding), nausea. Lab data and reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.